Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16541.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was insufficient oxygen supply. The device was reported to be outside of use, at the time of the reported problem. No patient harm reported. The remote service engineer (rse) conducted remote service for the reported issue. In a good faith effort (gfe) response received, the rse stated that the issue was resolved by regulating the pressure. No parts were replaced. The investigation concludes that no further action is required, at this time.